Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced monitor to resolve the issue. The system was verified and ready to use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The monitor hrsv-3 was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. System logs indicated error 119, which signifies that the failure occurred in the field. Upon visual inspection, no issues were identified that could be related to the reported event. The unit was then installed onto a golden system, where it failed to display an image, thereby confirming the reported complaint. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure using the xi system that the surgeon had no image in the surgeon side console's (ssc) right eye. The customer could view the right eye image on the vision side cart touchscreen. The technical support engineer (tse) advised to restart the system, but that did not resolve the issue. The procedure was completed laparoscopically, with no reports of patient injury nor of additional ports being added.